Event description:
The company representative later reported on (B)(6) 2014 that the device was fully explanted due to the wound not healing.

Event description:
It was reported the patient had a wound infection at the implantable neurostimulator (ins) site. It was reported the wounds were irrigated and washed with betadine and the ins was soaked in a betadine rinse. It was noted it was unknown what type of infection had occurred and the patient had received antibiotic treatment. Additional information received reported it was unknown whether the patient was going to have the ins reimplanted or will leave it out. Additional information received reported the patient had been released from the hospital. It was noted the culture results were negative for infection. The patient was remaining on preventative antibiotics. The patient was noted to be "doing well."

Manufacturer narrative:
(B)(4).

Event description:
The company representative confirmed on (B)(6) 2014 that the patient was doing much better and the wound was healed. The company representative did not have possession of any of the explanted devices.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).